Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion sets have leaked insulin and this has resulted in hyperglycemia. Further, the patient has noticed blood in the infusion set. The infusion sets were requested for evaluation.